Event description:
It was reported by dealer that the irc5po2v concentrator has no audible alarm.

Manufacturer narrative:
Follow up will be filed if additional information is received. Unit was evaluated on 6/3/2015 and repair statement notes that the unit had defective controls, saturated sieve beds and the 4 way valve was not shifting fully.

Event description:
It was reported by dealer that the irc5po2v concentrator has no audible alarm. Unit was evaluated on (B)(6) 2015 and repair statement notes that the unit had defective controls, saturated sieve beds and the 4 way valve was not shifting fully.

Manufacturer narrative:
Follow up will be filed if additional information is received.